Event description:
It was reported that the patient stated the diameter of these catheters were inconsistent and stated that they were not lubricated well.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:"indications for usethe magic 3 go® intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra.contraindicationsnone knownwarningsthis is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient.precautionsinspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization.adverse reactionsurinary tract infectionbleeding from the urethrairritation of the urethrareview the self-catheterization procedure with a healthcare professional.1. Always wash hands prior to use.2. Open the catheter package by peeling the tab upwards with the aid of the finger hole.3. If desired, hang thepackage with the adhesive surface on the inner side of the tab to a nearbydry vertical surface while preparing to catheterize.4. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and thesurrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again.5. Remove the catheterwith the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert thecatheter into the urethra until urine begins to flow approximately 1-1.5" or 2.5-3.8 cm).6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional.disposal7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws andregulations. Do not flush down the toilet.8.wash hands. "H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated the diameter of these catheters were inconsistent. And stated they were not lubricated well.